Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise. Technical services (ts) analyzed device data and found oversensing of noise and impedance variation. Ts recommended emergent device replacement. It was noted that a chest x-ray was performed but was inconclusive. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD) at the discretion of the physician. The physician suspected a possible electrode fracture due to the patient gaining weight. It was noted that this might have put pressure on the electrode and caused possible under insertion due to a lack of slack. Noise had been reproduced with pocket manipulations prior to explant. It was also noted that cine magnetic resonance imaging (MRI) was performed but was unremarkable. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise. Technical services (ts) analyzed device data and found oversensing of noise and impedance variation. Ts recommended emergent device replacement. It was noted that a chest x-ray was performed but was inconclusive. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD) at the discretion of the physician. The physician suspected a possible electrode fracture due to the patient gaining weight. It was noted that this might have put pressure on the electrode and caused possible under insertion due to a lack of slack. Noise had been reproduced with pocket manipulations prior to explant. It was also noted that cine magnetic resonance imaging (MRI) was performed but was unremarkable. No additional adverse patient effects were reported.